Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER after receiving inappropriate therapies due to t-wave oversensing and noise. ECG strips showed noise from a potential lead integrity issue. The lead was capped.